Event description:
Journal reference: jarrett med, dudding tc, nicholls rj, vaizey cj, cohen crg, kamm ma. Sacral nerve stimulation for fecal incontinence related to obstetric anal sphincter damage. Dis colon rectum. 2008; 51(5): 531-537. Sphincter repair is the standard treatment for fecal incontinence secondary to obstetric external anal sphincter damage; however, the results of this treatment deteriorate over time. Sacral nerve stimulation has become an established therapy for fecal incontinence in pts with intact sphincter muscles. This study investigated is efficacy as a treatment for 8 pts with obstertric-related incontinence. Reportable event: the stimulating device in one pt came out of the wound eight days after placement. The wound was not infected; rather, the device had turned through 90 degrees so that it was edge on to the wound, probably as a result of the buttock pocket being too small. The wound and implant were washed and the pocket was enlarged. This same pt continued to get pain from the implant site and no improvement in symptoms with stimulation. In addition the pt required psychiatric treatment for profound anxiety related to having an implant that was not benefiting her and indeed was painful, and therefore her implant was removed.

Manufacturer narrative:
.